Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and a correction to initial reporter name. The initial reporter's name is (B)(6). The initial report had (B)(6). The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00170 and 2243441-2017-00171. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported problems with the involved angio-seal evolution device. The following information was provided by the user facility: according to the doctors and the nursing staff, the plug/anchor came out while pulling the device to deploy; then on a later date the doctor used an evolution 6f angio-seal with the exact same problem, however, it was from a different batch lot; it seems, as the doctor pulls the angio seal device to deploy the device, the suture breaks away from the anchor and then the hole device pulls out without deploying the collagen; and there was no harm to patients.